Manufacturer narrative:
Two pumps had been provided to the patient, with the serial numbers (B)(4). This report is regarding pump (B)(4). A report has also been filed for pump (B)(4) (1722139-2016-00146). A review of the two pumps' internal event logs tells the following story: both pumps had a treatment programmed on (B)(6) 2015, and were provided to the patient. The patient received infusions from pump (B)(4) until mid-day on (B)(6), at which time the device was stopped by the user. The patient then received a continuous infusion from pump (B)(4) from 1:02 pm on (B)(6) until the device was stopped by the user at 1:00 pm on (B)(6). All infusions appear to have been delivered as programmed. No errors or alarms were recorded in either of the pumps' internal event logs. Both devices were also were subjected by mmdg to a visual inspection and a number of flow and volumetric accuracy tests. Pump (B)(4) did not show any visible damage, while pump (B)(4) showed a small hairline crack that is cosmetic in nature and does not affect the performance of the device. Both devices performed within mmdg's non-reportability tolerances during the flow and volumetric accuracy testing. Based on the above-listed evaluation results and data log review, mmdg has concluded that both devices performed according to specifications.

Event description:
The initial reporter stated: "patient expired while receiving inotropic therapy on the pump. The patient had two pumps in their possession. Patient's wife called (B)(4) to let us know that patient had passed away unexpectedly on friday (B)(6) 2016." The caller requested mmdg to received the pumps and pull the pump history to rule out if the pumps may have contributed to the patient's demise. They also requested that mmdg inspect the pump to make sure the pump was infusing within the proper specifications. (B)(4).